Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00097. This second MDR is being submitted for the second suspect product, also a device mfg by mcghan medical corr. This separate distinct number is provided per the FDA's request for traceablility purposes. A physician reported a pt with hypersensitivity to bovine collagen. The pt was originally skin tested on 11/14/98 with no response. The pt was last injected in 99 in the periorbital lines, nasolabial folds and forehead lines with 1.0cc of one formulation of bovine collagen and layered with 0.5 cc of another formulation of bovine collagen. On, or around, 6/12/99 swelling and redness appeared at the periorbital and forehead injection sites which was persisting intermittently. The physician prescribed an oral steroid in 11/99 that was judged to be effective. The exact date and dosage were not provided by the physician.